Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement scu to I/o hub cable shipped to site 02/03/2016. Medtronic investigation of returned suspect scu to I/o hub cable, returned on 02/10/2016, finds the initial set-up for functional testing successful. Cable not exhibiting any faults or intermittent. Utilizing this cable in a navigation system set-up has resulted in no faults found. Device found to be fully functional. Feb 03, 2016 a medtronic representative, following-up at the site, stated in the cranial software the navigation system was cycling and once he loaded a cd into the drive it stopped cycling. The medtronic representative was in the spine software and the camera cycled once. Then the medtronic representative got ready to do a spin and the camera cycled again. After the spin in the navigate screen it stopped cycling. Unplugged the camera cable (usb) into the computer and plugged into the lower section and issue was resolved. The system is functioning normally. Reported issue could not be replicated. Feb 04, 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Optical communication. The medtronic representative replaced a cable and the problem still persisted, camera continued to cycle intermittently. Feb 04, 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Feb 26, 2016 synergy cranial software analysis was unable to determine probable cause with the information provided.

Event description:
A medtronic representative reported that during a planned maintenance (pm) on a site's navigation system, went into cranial software and the camera started cycling. A red x was displayed on the camera icon and the instruments had an orange circle. No further details regarding the behavior were provided. There was no patient present when this issue was identified.